Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "wound dehiscence and fluid discharge " are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: wound dehiscence and fluid discharge.

Event description:
Healthcare provider reported a left side "unknown - post surgical complications¿.."there was some puss coming from the incision site so they removed the implant and washed patient out". The device has been explanted.